Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the electrosurgical generator 'esg-400' displayed error message e433 when it was switched on. After having repeatedly restarted the device, the error did not recur, and the intended procedure was completed using the same set of equipment without significant delay. No further information was provided but there was no report about an adverse event or patient injury.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the electrosurgical generator 'esg-400' displayed error message e433 when it was switched on. After having repeatedly restarted the device, the error did not recur, and the intended procedure was completed using the same set of equipment without significant delay. Furthermore, the customer reported that the generator was not working in monopolar mode. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to the rrc on 2022/06/02). The evaluation at the rrc could not reproduce the the reported error e433 nor the defective monopolar mode. Since the error messages could not be reproduced, a temporary fault is assumed. However, the exact cause could not be conclusively determined in this case. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
Device evaluation: contrary to what was initially stated, the suspected device was not returned to olympus nor to any repair center. Therefore, the evaluation was performed exclusively on the basis of the available information. The reported error message e433 is triggered by the generator¿s safety system and can have different technical causes. Since the generator was not returned to any olympus organization, the cause for the occurrence of the error message could not be determined in this case and it is also unknown whether the reported error was a permanent or a temporary fault. However, in the case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.